Event description:
Customer reported a patient sample was run for a 2 cell screen which had resulted as 1+. When the sample was placed on the galileo for the abid panel, the result was negative in all wells.

Manufacturer narrative:
Reactivity of the d and c antigens were confirmed on crrs (I and ii), lot x266, and crrid, lot id107. These lots were used by the customer at the time of the event.